Event description:
Ta 90 b, a device used to fire the staples at the anvil of the stomach malfunctioned during procedure. The device and staples cut through the stomach a little bit causing gastric contents to leak.